Manufacturer narrative:
The insulin pump received with failed self test alarm during self test and was unable communicate to glucose sensor simulator due to faulty reference board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.